Event description:
It was reported to boston scientific corp on 9/19/08, that an endovive safety peg kit device was used during a peg placement procedure. According to the complainant, the safety scalpel was in the locked position. Reportedly, another scalpel was used to complete the procedure. No pt complications were reported as a result of this event. The pt's condition was reported to be "unknown."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of, and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.